Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: sales rep. States that the device packaging does not look to be still sealed.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, they opened the package and noticed the sixty cartridge package had a forty five load inside. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the complaint sample was visually inspected. The 45 cartridge that was received was part of the juarez assembly batch l51g40 produced on 02/06/14. The tyvek lid indicated that the packaging lot was l4ex2k that was produced on 07/18/14. Inventory searches were performed and 3360 cartridges from juarez batch l51g40 were received; 3304 cartridges were used in packaging lot l4e98k produced on 3/3/14 and 56 cartridges were used in packaging lot l4eaqd produced on 3/4/14. The entire batch inventory was accounted for. The packaging lot l4ex2k was produced more than 4 months after the supply of 45 cartridges was depleted. The erc60b package had also previously been opened so the 45 cartridge was not sealed into the ecr60b package at receipt of the complaint sample. Due to the open package and inventory data, the complaint has been determined to be attributed to an external cause. The customer supplied photographs were examined and samples received are consistent with the photographs.